Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while attempting to flush the line, an alleged leak was noted near the skin at the insertion site. Thirty minutes later, reportedly blood was noted from the insertion site and patient became unresponsive. Patient regained consciousness and become agitated. Commenced IV (keppra) and transferred to the ICU. Ctpa carried out and further MRI planned. Patient sent to interventional radiology for catheter removal.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was required. DHR review: no manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures, inspection procedures, as documented in work order. There were no manufacturing abnormalities that may have contributed to this complaint. Investigation: the device returned was one dual lumen hickman catheter in two pieces, separated by a clean break between the cuff and the bifurcation. Visual, tactual, microscopic, functional, and metric observations were taken. The investigation confirmed the reported leak. Two splits were found in the catheter, both in the red lumen: an s-shaped split between the cuff and the sutures and a c-shaped split just distal to the bifurcation. The catheter manifested tensile weakness at the site of the latter split. Microscopic evaluation found that each split appeared to have a finely granular surface texture. The wall thickness of the main tubing was found to measure within specification. Per evaluation results, the device shows evidence of possible over pressurization during use, which may occur during infusion against resistance and/or using a syringe smaller than 10 ml. The instructions for use (IFU) states; ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s). If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter,¿ and ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ the nursing guide for this product available online states; ¿caution: do not use a syringe smaller than 10 ml to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance.¿ specific care and maintenance instructions, including for flushing, are also contained in this nursing guide. While a definitive root cause could not be determined based upon available information, it is possible that procedural issue contributed to the reported event. It is unknown if patient factors contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that while attempting to flush the line, an alleged leak was noted near the skin at the insertion site. Thirty minutes later, reportedly blood was noted from the insertion site and patient became unresponsive. Patient regained consciousness and become agitated. Commenced IV (keppra) and transferred to the ICU. Ctpa carried out and further MRI planned. Patient sent to interventional radiology for catheter removal.